Manufacturer narrative:
(B)(4) aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Trivial/trace to mild amounts of ar are not unusual post operatively in bioprosthetic valves. This is usually tolerated by the patients. If the regurgitation worsens or becomes symptomatic, reoperation may be necessary. Acute central leaks observed in the peri-operative period usually occur from technique related issues such as suture looping or chordae entrapment. Suture looping occurs when the surgeon inadvertently loops a suture over one of the commissural posts. The suture restricts the leaflet motion prohibiting coaptation resulting in central leak. Whether caused intra-operatively or post-operatively, cases of suture loop will typically require re-operation . Similarly, leaflet restriction can also be caused by chordae entrapment when subvalvular apparatus sparing technique is utilized. Like suture looping, chordae entrapment can contribute to central regurgitation and may require reoperation. Another technique related issue is valve distortion during implant which may result in a dropped leaflet or asymmetric coaptation. These techniques are not typically the result of product malfunction; however. They may contribute to mild to severe regurgitation and if undetected may require reoperation. Edwards conducts manufacturing and inspection tests to ensure optimum functionality of each valve prior to final distribution. Such tests used to evaluate if edwards' valves meet specification include forward flow testing to determine the pressure gradient across the open valve and a coaptation test under constant hydrostatic back pressure to visually evaluate the coaptation of the leaflets. The root cause of this event cannot be conclusively determined with the available information. It is unknown if patient and/or procedural related factors may have caused or contributed to this event. There has been no allegation of a product malfunction. It was noted that the patient exhibited neuro-cognitive deficiencies due to being on the cpb pump for an extended period of time. The subject device is not available for evaluation. Since the device was not returned for evaluation, specific findings on the valve cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25 mm pericardial aortic valve was explanted at implant due to a central, eccentric jet. The explanted valve was replaced with a 23 mm pericardial aortic valve of the same model. Per the operative report, the patient had a bicuspid valve with anterior and posterior leaflets. There was dense calcium throughout and it was a difficult debridement. Post deployment of the 25 mm aortic valve, tee showed a moderate amount of central aortic insufficiency and no paravalvular leak. The valve was removed and replaced with a 23 mm aortic valve. Postoperatively, there was a mild amount of central insufficiency and a very small paravalvular leak, in which the surgeon thought was acceptable. At closure, there was no paravalvular leak and only a tiny central leak. The patient tolerated the procedure well and was transferred to cvru in stable condition. The patient was reported as doing well post-procedure, but was also noted to have exhibited neuro-cognitive deficiencies due to being on the cpb pump for an extended period of time.

Manufacturer narrative:
Through further assessment, the clinical observation of central eccentric jet was unable to be confirm through functional testing. Edwards standardized in vitro testing could not reproduce the reported clinical observation. Under edward¿s standardized in vitro testing conditions, the unsealed total regurgitant fraction (trf) was 6.7%, which is more than two times lower than the maximum 15% allowed for a valve this size per iso 5840-2:2015. The valve was then sealed with silicone gel to simulate normal clotting and retested under the same conditions. The trf under the sealed conditions was 3.5%, which is more than four times lower than the 15% maximum allowed for a valve this size per iso 5840-2:2015. No central hole was detected in a fully closed position. The non-central leakage measured is most likely through the unsealed sewing ring and stent assembly areas. This type of non-central leakage is expected for this type of valve and should be reduced to a negligible level shortly after the reversal of heparin¿s effect with the administration of protamine. No intraoperative echocardiogram was provided, thus the reported central, eccentric jet in vivo could not be confirmed. A definitive root cause for the reported central regurgitation in vivo could not be conclusively determined. The fmea adequately addressed potential causes of failure and the associated hazards. The complaint trend was assessed and it was found to be in control. No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Evaluation summary: customer complaint of central, eccentric jet could not be confirmed through visual observations. X-ray demonstrated wireform intact. Wireform was exposed on commissures 1 and 3. The valve is currently being sent for further testing and analysis. A supplemental report will be submitting accordingly once the evaluation has been completed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.